Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor system. Perform basic occlusion, occlusion, and excessive no delivery tests were not performed due to compromised force sensor system alarm. Moisture damage was found on electronic and motor assemblies. The device had cracked reservoir tube lip.

Event description:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and cracked case at the display widow corners.